Event description:
In 2005, the lay user contacted lifescan alleging that her one touch ultra meter was displaying "hi" (high). The medical affairs specialist (mas) left a phone message for the user and sent a letter to the user asking her to contact the mas. The pt obtained a result of "hi" indicates a result >600 mg/dl. No information regarding the pt's symptoms at the time of concern was provided. The user took no action to affect her blood glucose level following use of the meter. The paramedics came to the user's home and obtained a result of 35 mg/dl on the paramedic's meter. The user was taken to the hosp where she was treated with glucose; results obtained in the hosp were not provided. No further information was provided regarding the user's treatment regimen. The customer care representative (ccr) was unable to complete troubleshooting, as the pt did not have the product with her when she contacted lifescan. The meter, test strips, and control solution were replaced.